Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the therapy seemed to be working for the first two weeks and then stopped. She had a return of symptoms; she was up three to four times per night and wore pads all of the time. She stated that she had ¿trouble holding it, period.¿ the patient was also not feeling stimulation. She mentioned having an x-ray and CT scan on her foot on (B)(6) 2016, which stimulation was not turned off for. Her glass, screen door also hit her at the implant site in 2016. The area was hurting and still healing as of (B)(6) 2016. The patient¿s indications for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.